Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: superficial driveline damage was observed during the investigation. The evaluation of heartmate ii lvas, serial number (B)(6), confirmed a compromised wire; however, this damage alone would not have been able to cause pump stops while the patient was supported by battery power. This damage could have caused pump stops while the patient was supported by the power module with a grounded patient cable. Evaluation of the submitted log file confirmed the reported pump-stops. The submitted log files contained data spanning from (B)(6) 2021 11:52:38 through (B)(6) 2021 18:03:08 and (B)(6) 2021 18:06:51 through (B)(6) 2021 14:00:08. The log file captured a long string of low speed operations and pump stops on (B)(6) 2021 while the patient was supported by the power module. Additional low speed events and pump stops were captured on (B)(6) 2021 while the patient was supported by both the power module and batteries. The pump stops were accompanied by low speed events as low as 0 rpm, and low flow hazards were captured during these events. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, which was confirmed through the evaluation of the returned driveline. No other atypical events were captured. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Layers of rescue tape were observed approximately 2¿ through 16¿ from the metal connector. Upon removal of the rescue tape, the silicone jacket was damaged throughout and completely missing from 3.5-6¿ and 11.5-16.5¿ from the connector. Upon removal of the silicone jacket, the bionate cover was discolored, but showed no signs of damage. Fraying and minor breakdown in the metal braided shield was observed along the length of the driveline. Areas of more severe breakdown were observed approximately 2-4", 11.5", and 14.5¿ from the metal connector. Microscopic and visual inspection of the wires revealed a breach in the insulation of the yellow wire approximately 15.5¿ from the metal connector. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test confirmed current leakage in the insulation of the yellow wire. The remainder of the wires were intact and revealed no evidence of damage. The insulation breach of the yellow wire appeared to be the result of repetitive flexing of the lead in this area. The breach in the wire insulation of the yellow wire had the potential to result in a pump stoppage, if the exposed conductors contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or mobile power unit; however, the observed damage would not have caused the reported pump stops on an battery power or an ungrounded cable. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 19¿ of the external portion/distal-end of the driveline was returned for evaluation. The patient continued to experience low speed events and pump stops on the ungrounded patient cable after the driveline repair. The patient was taken to the operating room (or) and his outflow graft was tied off and his heartmate 2 was decommissioned. It was reported through the patient outcome that the patient recovered. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 15oct2014. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The heartmate ii lvas instructions for use (IFU) advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The IFU and patient handbook contain information on how to care for the driveline. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had low flows, pump stops, and low speeds on 05apr, related to driveline damage. In addition, there were no external power alarms as a result of patient disconnecting power from both controller leads. Log file review showed 103 backup battery faults on 29mar. An external driveline repair was performed on 06apr (a driveline fault alarm was associated with this) and controller was exchanged. The old driveline was replaced and the patient switched from ungrounded to grounded patient cable. The patient experienced repeat low speeds alarm later on in the evening while on grounded cable. The patient was put back on ungrounded cable and batteries on 07apr which resolved alarms for that day. However, the patient's pump stops continued on 11apr while on ungrounded cable and so the patient was worked up for a pump exchange. The patient had multiple pump stops without restart on (B)(6) 2021. The patient was taken to the operating room and had his pump decommissioned and outflow graft tied off. It was reported in patient outcome that the patient recovered on (B)(6) 2021. The device was not explanted, although a portion of the replaced driveline returned. Related manufacturer report number #2916596-2021-02020.